Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1923bch, pushlock®, batch 15349271, was received for evaluation. Upon visual inspection, it was noted that the device was returned without the anchor. Functional testing could not be performed due to the damage to the tip. The most likely cause for the reported failure can be attributed to is misuse due to misaligned insertion and prying/leveraging the device during use. The complaint allegation is confirmed. Refer to the investigation photos.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a hip surgery the tip of 5 anchors ar-2923bch (lot: 15349271) broke off during insertion. All fragments were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.